Event description:
The customer reported that the unit failed extended self test during routine inspection. Respironics service technician inspected the unit and found check valve separated into two pieces. All check valves were replaced with new design check valves.